Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received with normal operating currents. No unexpected low battery alert noted. However, pump trace download analysis confirmed the pump alarmed replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed replace battery alert due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Event description:
The customer reported via phone call that the insulin pump had low battery alarm. The customer¿s blood glucose was 107 mg/dl. The customer was advised to insert the new fully charged batteries to work efficiently. The troubleshooting was performed. The insulin pump will be returned for analysis.